Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sepsis. The right atrial (ra) and right ventricular (rv) leads exhibited undersensing. The rv lead also exhibited t-wave oversensing (twos) and intermittent non capture was noted on the ra lead. The ipg and leads remain in use. No further patient complications have been reported as a result of this event.